Event description:
A pt reported experiencing inaccurate high results with a ft meter. The pt's blood glucose result was 178 mg/dl. Tests were done within 10 minutes with a difference of > 20%, per reported issue notes. Pt did not experience any adverse events.